Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was reported as possible &#50384;oil food intake&#57056;however this could not be clarified or confirmed, therefore the cause of the event was assessed as unknown. On the day of the event onset, the patient was hospitalized for peritonitis. The patient was treated with tazocin (dose, route, frequency, and duration not reported) and mezactam (dose, route, frequency, and duration not reported) for peritonitis. On an unknown date, the patient was switched to hemodialysis. At the time of this report, the patient had remained hospitalized and is recovering. No additional information is available.